Event description:
It was reported that an ilet user questioned insulin usage displayed by the pump and experienced elevated blood glucose readings around 274 mg/dl for several hours; customer support advised that displayed units available are based on piston position and that multiple extra correction doses contributed to faster-than-expected cartridge depletion. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution of elevated blood glucose with levels in range at the time of the call. Investigation included customer education and troubleshooting regarding pump operation and insulin accounting. Investigation of this case revealed that pump function was consistent with design and that increased insulin delivery due to user-initiated correction doses explained faster cartridge depletion, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use pattern with no device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.